Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the sensor may have broken off inside her body. Blood glucose level was 162 mg/dl at the time of the call. No further info was provided.